Manufacturer narrative:
Initial reporter occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was found to be broken upon opening the packaging. A photo provided by the customer shows a split in the catheter shaft. A new device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details has been requested, but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information, it was clarified the failure was observed when the user advanced the catheter over the wire guide. The user stated the catheter did not enter the patient.

Manufacturer narrative:
Investigation ¿ evaluation: on 03feb2021, cook china received a complaint from a representative at the wuhan haiyunwang facility about a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter, ult8.5-38-25-p-5s-cldm-hc, with the lot number 13988325. A slit in the tubing of the catheter was observed when the user advanced the catheter along the wire guide. The drainage catheter was contaminated with yellow biological matter from the wire guide which came in contact with the target lesions. The catheter was flushed and leakage was noted at the proximal end of the catheter. The user confirmed the drainage catheter did not enter the patient. The drainage catheter was replaced and a new one was used to complete the procedure. A review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was returned in an opened, unused but damaged condition. A visual examination confirmed the presence of a slit in the catheter tubing, measuring from the connecting cap at approximately 9.3 cm. Additionally, the black suture string was discovered to have been broken, resulting in the string becoming disconnected / unstrung from the locking lever. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 13988325 and the related subassembly catheter tubing lot sa13800177 was confirmed to have no relevant recorded non-conformances. To date, a further search of our database records revealed this complaint to be the only reported complaint associated with the complaint lot number. Since there is objective evidence, the DHR was fully executed, and there are no other lot-related complaints that have been received from the field, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. Based on the device master record, device history record, and device failure analysis review there is no indication the device was manufactured out of specification. Cook also reviewed product labeling. The current instructions for use [IFU__multi_rev5] in relation to the reported failure mode state the following: "precautions -patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied -upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, the cause of this event is component failure without design or manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 04jan2022, it was confirmed that the device was flushed with water.